Manufacturer narrative:
A1: date of birth is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in an 88-year-old male with acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. The patient's comorbidities were not reported. During support, hemolysis persisted despite confirmation of appropriate pump position and reduction of support to p-4 with flows of approximately 2.6 l/min. It was noted that the patient's left ventricular function had recovered and the patient would have pump removal later that day. The patient survived to explant.